Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per end user, she was unable to get chair close enough to her bed in order to transfer into it and fell. She states the chair is too big and admits there is no malfunction in the chair. No medical intervention.